Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Visual inspection found returned tasp exhibits signs of repeated use (nicked and gouged) and damage to the anterior edge of the thru hole. On the damage confirms the complaint. The device had a potential field life of 3 years and 5 months and unknown frequency of use. Review of the device history records and receiving inspection report identified no deviations or anomalies. A complaint history review was conducted for lot with no other complaints for same or similar incident. This device is used for treatment. Per the packaging insert associated with the device, "if damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your zimmer representative for a replacement." This device is considered conforming due to its extended field life and unremarkable manufacturing records. As frequency of use is unknown and conditions of use is unknown, root cause can not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument fractured.